Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the li61aor intraocular lens was inserted into the patient's eye. The lens was removed intraoperatively due to capsule rupture. The incision was enlarged, but no sutures used. The surgeon replaced the lens with an anterior chamber lens. Viscoat and provisc were also used during the surgery. The lens and ez-28 injector are not available for evaluation as they were discarded by the user facility. Please reference MDR# 1119279-2012-00152 for the intraocular lens.